Manufacturer narrative:
The ge rep performed an on site investigation. The contacts to the power supply were cleaned and the voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported, the system shuts down on its own intermittently and the digital subtraction angiography appeared to be broken. No report of pt injury.